Manufacturer narrative:
H10 reported concomitant device(s): 300-01-15 - eq humeral stem primary, press fit 15mm: (B)(6). 300-50-45 - 4.5mm short rep plate: (B)(6). 310-00-47 - xs humeral head, 47mm xs offset: (B)(6). 314-13-13 - equinoxe cage glenoid medium, beta: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side and was implanted with exactech devices. Subsequently, the patient experienced disassociation of polyethylene. Intermittent pain over the past couple years. Around 1 month ago, patient reports reaching to grab something and noticing squeaking/pain. Tsa shear failure. As a result, approximately 10.5 years after initial replacement, the patient underwent a right shoulder revision and was revised to a hemiarthroplasty. No further impact to the patient was reported. No other information is available.